Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device became unresponsive due to a cracked screen, leading to an inability to operate the device; a replacement was issued and shipped, and delivery was confirmed, with the original device to be returned. Symptoms included no reported injury. Outcomes included interruption of therapy due to loss of device functionality and the need for device replacement. Investigation included customer service troubleshooting and logistical review of replacement and return. Investigation of this case revealed physical damage to the display rendering the device unusable, with no indication of alarms or alerts prior to failure. It was concluded that the event was attributable to physical damage to the screen, resulting in loss of device function, with no clinical harm reported. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.